Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use when opening the packaging which had no observed damage, the shaft of the 2.25x15mm xience alpine stent delivery system was noted to be bent, rendering the device unusable. An unspecified device was used to continue the procedure. There was no patient involvement and no clinically significant delay in procedure. Return device analysis identified: the stent delivery system was inserted into the anatomy, and the outer member separated at the proximal balloon seal; held together by the inner member. The outer member was stretched proximal to the proximal seal for a length of 17mm. No additional information was provided.